Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited an out-of-range shocking impedance measurement. All other measurements were within normal limits and there was no noise present on the stored electrograms (egms).